Manufacturer narrative:
(B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A code 1007 was also observed which is indicative of a charge time that exceeded the charge time limit. Subsequently this device was explanted for suspected premature battery depletion. A new crt-d was implanted and no additional adverse patient effects were reported.